Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the cassette and solution bag. The end of the tubing would not screw into the threads in the "head" of the bag. This occurred during use of the device for peritoneal dialysis therapy.